Event description:
On (B)(6) 2010, pt reported infusion device was making a strange noise while attempting to go through the change function. Pt stated it was an "odd" grinding noise. Pt reported the noise was abnormal. Pt attempted to prime the device and the device occluded. Had her take the infusion tubing off and prime again; the occlusion did not occur again. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address issue. Product was replaced and requested return of the suspect product for eval.